Manufacturer narrative:
An event of structural valve deterioration, aortic stenosis, high gradient and regurgitation was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted. An echocardiogram from (B)(6) 2015 showed no evidence of aortic regurgitation and normal valve function. An echo performed on (B)(6) 2018, revealed structural valve deterioration, severe aortic stenosis with a mean gradient of 44mmhg, and moderate regurgitation with an ava of 0.9cm^2. On (B)(6) 2018, the tavr procedure was scheduled. During the pre-dilation, coronary obstruction was noted, and no tavr procedure was performed, and a temporary pacemaker lead was placed. On (B)(6) 2018, the patient left the hospital in good condition.